Event description:
It was reported that the patient underwent a surgical procedure to revise the pump component of this inflatable penile prosthesis (ipp) due to a "connector disorder." The existing pump was removed and a new pump implanted. No patient complications were reported. The explanted pump is expected for return. No further information is available at this time. Additional information was received indicating the connector would not stay straight in the patient's body and was continuously chafed by their skin/tissue resulting in wear.

Manufacturer narrative:
Product investigation: the complaint component was returned and analyzed, and the reported allegation of connector damage was not confirmed via product analysis. The ams700 momentary squeeze pump was visually inspected. No leak was found. No connectors were returned. The pump was not functionally tested due to contamination. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent an unanticipated event. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The investigation conclusion code of no problem detected was chosen because the reported device allegations could not be confirmed through the product investigation. Based on the results of this investigation, no escalation to ncep/CAPA/scar is required.

Event description:
It was reported that the patient underwent a surgical procedure to revise the pump component of this inflatable penile prosthesis (ipp) due to a "connector disorder." The existing pump was removed and a new pump implanted. No patient complications were reported. The explanted pump is expected for return. No further information is available at this time. Additional information was received indicating the connector would not stay straight in the patient's body and was continuously chafed by their skin/tissue resulting in wear to the component.